Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. Additional information received from the field representative indicated that the device protrudes throughout the skin. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as additional information indicates that the product was already returned. Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. Additional information received from the field representative indicated that the device protrudes throughout the skin. There were no additional adverse patient effects reported. The ICD was explanted.